Event description:
The customer called to report on (B)(6) /2012 at 12:00 am, she gave a bolus of 1.1 units of insulin. At 6:09 am with bg of 349 mg/dl, she ate a total of 48 grams of carbohydrates. By 6:49 am, her bg level rose up to approximately 360 mg/dl and she noticed the cannula came out of the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess the product condition. The caller reported that the cannula had come out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. The ominipod's user guide warns to "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, sever hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma or death. If insulin delivery is interrupted for nay reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hypoglycemia). If you get above 250 mg/dl, but not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records for the product lot were reviewed and all acceptance criteria were met.